Manufacturer narrative:
Investigation: visual inspection: deposits in the outlet spout was visible and the delivery liquid was bloody, but no damages of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Results: first, we performed a visual inspection of the shuntassistant. Bloody delivery liquid and visible deposits in the outlet spout, but no significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in both positions. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a shuntassistant. The surgeon suspected an over-drainage. Patient informations: age: (B)(6) years. Weight: (B)(6) kg. Height: 87 cm. Gender: female. Date of implantation: (B)(6), 2018. Date of removal: (B)(6), 2020. Same patient as MDR notification #3004721439-2020-00206.